Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned device. There were no visual or functional abnormalities noted. The first instrument had eighteen clips remaining. The second instrument had ten clips remaining. The clips were fired on test media with proper formations. The jaws and handles moved smoothly through the firing cycles and returned to the open positions and each remaining clip loaded properly in the jaws. Visual and functional testing of the returned products confirmed the products met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specification at the time of manufactures. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Reference MFR report # 2647850-2015-00816 for 2nd device in procedure.

Event description:
According to the reporter: during the procedure, the clips would initially fire from the device. Then, with subsequent firings, the jaws would constrict and not release, causing the tissue to snag. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Manufacturer narrative:
(B)(4)